Event description:
Add'l info rec'd from MFR 7/21/04: the biomed stated that he could not return device at that moment and that he would contact MFR when he was prepared to return this controller for evaluation. At this time MFR has no further info to provide regarding the potential failure mode. There is also info that co could not gather such as what was the operating mode of the device, what was the temperature setpoint, etc. It was indicated that the pt's temperature dropped 0.4 degrees when removed from the unit. These incubators are designed to alarm when there is greater that 0.5 degrees difference between the setpoint and the pt's temperature. Therefore, MFR does not believe that the pt would have been subject to any potential harm. However, without knowing the failure mode this cannot be confirmed.

Event description:
Skin probe temperature reading was 36.4. Axillary temp 97.2 down frm 97.6 one hour prior. Incubator heater display not increasing despite low temperature. Pt placed in new incubator and temperature increased to 98.4 with skin probe reading 37.0.